Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: late outflow graft stenosis of left ventricular assist device and endovascular treatment. Journal of artificial organs. 2024. 27:154¿158. Doi: 10.1007/s10047-023-01400-4 other devices involved in this event: d1: heartware ventricular assist system ¿ outflow graft d4: outflow graft / serial: unk / model #: unk-outflow graft / expiration date: unk d10: no h4: mfg date: unk h5: yes d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding late outflow graft stenosis with a left ventricular assist device (vad). The authors described a patient implanted with a left vad, and on the 680th day post implant, the patient presented to the hospital with dyspnea, edema, the vad exhibited low flows, and their ldh was slightly elevated. Computed tomography angiography (cta) was performed for further examination, and outflow graft stenosis was diagnosed in the anastomosis between the outflow graft and the ascending aorta. Endovascular treatment was performed with a graft stent implanted. The vad was completely stopped while the balloon stent was deployed. Power was gradually increased post deployment and flow went back to normal. The patient was discharged thirteen days later. The device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: pump with unknown serial number was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the serial number is unknown. Review of the available log file snapshot revealed a sudden increase in power consumption and estimated flows on (B)(6) 2021. Of note, the information provided indicated that a balloon stent was deployed, resulting in the increase in parameters observed, indicating that the power consumption and estimated flows had been low prior to the stent deployment. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, a possible cause of the reported low flow event may be attributed, but not limited, to constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Outflow graft with unknown lot number was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the lot number is unknown. Visual evidence provided revealed outflow graft stenosis in the anastomosis between the outflow graft and the ascending aorta. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, including right ventricular remodeling, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: d1: heartware ventricular assist system ¿ outflow graft d4: outflow graft / serial: unk / model #: unk-outflow graft / expiration date: unk d9: no h3: yes h4: mfg date: unk h5: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.